Event description:
A tandem mobi cartridge alarm was reported by the customer, occurring on two separate occasions. There was no adverse impact to the customer's blood glucose level during these events. The customer resolved the issue by changing the cartridge each time the alarm occurred. Tandem technical support advised the customer to contact them if the issue recurred, and the customer acknowledged this advice. There is no ongoing occurrence of the problem, and the issue was reported as resolved.